Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no reported adverse impact to the customer¿s blood glucose level.